Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
In 2008, (prior to the hospitalization), the patient advised that the battery cap was visibly damaged and could not be properly affixed to the pump. The pump was returned to animas for evaluation. As reported by the patient, evaluation revealed a visibly damaged battery cap that could not be properly attached. The patient advised that the cap had not been replaced since the pump was received in 2007. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. Evaluation also revealed a damaged force sensor plate which rendered the pump unusable as it could not be primed; there is no indication in the pump history that this condition existed at the time of the event. The pump history indicated that insulin pump therapy was discontinued in 2008, and was not resumed prior to the hospitalization three days later.